Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized due to hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 2.8 mmol/l (50.4 mg/dl) while wearing the pod on the leg. The op5 controller emitted low blood glucose alarms while the patient was in school. Insulin delivery was paused, and the school nurse administered glucose tablets. Symptoms reported include low blood glucose levels, headache and seizure. The patient was subsequently taken to the hospital and admitted for observation in the children's unit. The treating healthcare professional stated that hypoglycemic events leading up to the hypoglycemic seizure were observed on the patient's glooko chart, with high carb boluses preceding the seizures. The healthcare professional adjusted settings on the op5 controller. Treatment was not provided at the hospital, as the patient's blood glucose had declined prior to admittance. The patient was discharged the same day. Medical event occurring on (B)(6) 2026 reported in insulet complaint number (B)(4).